Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that spo2 alarms were not sounding at the piic, but were occurring at the bedside. The device was in use on a patient. No patient incident was reported.